Event description:
It was reported that a pt with a history of mixed incontinence underwent a sling procedure placed in the hammock position in 2007. Post-operatively, the pt developed detrusor overactivity. An unk medical intervention was performed.

Manufacturer narrative:
Date sent to the FDA: 04/11/2008. Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.